Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of high results for 1 patient tested for vitamin b12 ii on a cobas 6000 e 601 module. The patient has multiple sclerosis and is in therapy and is taking many medications including biotin. The initial vitamin b12 ii result from the e601 module was > 2000 pg/ml with a data flag. This result was reported outside of the laboratory. No action was taken based on this result. The patient went to a different laboratory and the b12 result from a non-roche instrument was "very low." The actual result was not provided. On (B)(6) 2018 the patient complained to the customer and a new sample was obtained 7 hours after taking biotin. The vitamin b12 ii result from the e601 module from the new sample was 1041 pg/ml. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The customer suspects an interference affecting the results for this patient.

Manufacturer narrative:
The patient sample was submitted for investigation. The patient sample was tested on a cobas e601 module with vitamin b12 ii reagent lot 30557800 and the result was 887.3 pg/ml. The investigation is ongoing.

Manufacturer narrative:
Further investigation of the patient sample found a very high biotin concentration of 327 ng/ml. This concentration is far above the allowable threshold specified in product labeling: no interference up to 50 ng/ml. This very high biotin concentration most likely caused the high vitamin b12 ii results. Product labeling states: "samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.